Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that the time is approaching for device replacement. The battery voltage is 2.97 v. Concomitant product: 693558 lead, implanted: (B)(6) 2016.

Event description:
It was reported that a right ventricular (rv) lead integrity alert (lia) was triggered for high rate non-sustained episodes and sensing integrity counter (sic). In addition, the rv lead exhibited high, increased thresholds and was oversensing noise on electrograms. Review of performance data also noted high superior vena cava (svc) lead impedance. The lead was reprogrammed, which included increasing rv output, until revision could occur. During the device check for the lead revision, it was noted that the implantable cardioverter defibrillator (ICD) exhibited a sudden drop in longevity. The pace/sense portion of the lead was capped and the coils were plugged back into the device. A new lead was placed to be used for pace/sense only. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.